Event description:
Procedure type: low anterior resection. According to the rptr: the window showed green, safety was then released and instrument was fired and the handle cracked during firing. The stapler fired and released stables, but there was a leak in the anastamosis. A second device was used which fired fine and completed the anastamosis without any problem. No colostomy no tissue damage, and no bleeding occurred. Surgery was extended less than 30 mins. The pt is in well current condition.